Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer purchased the omni hip system including the abh style listed above. Abh blade connectors have begun to come apart from the blade. These should stay intact with the retractor blade. Once these came apart customer noticed that bioburden was collecting where these should be connected. On (B)(6) 2016 customer reports his occurred during a total hip replacement and although there was no harm there was potential. No further information available. #1 of 5 related complaints.

Manufacturer narrative:
On 9/19/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the customer¿s complaint could not be confirmed by engineering as the physical product was not received for proper evaluation/ investigation. According to the customer, their mulier/meyerding hip retractors have come apart. These retractors comprise of two main components (i.e. A slotted blade and attachment) that get press fitted together to form the final assembly build. Device history evaluation - device history record reviewed for this product ID a total of 2 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: engineering is yet to receive the defective units for proper evaluation/investigation. As such, the complaint cannot be fully confirmed at the moment. It should however be noted that the customer previously reached out to our sales representative prior to this official complaint stating the following : ¿apparently one of the spd folks at an account was trying to remove a blade from our abh holder prior to cleaning, and in doing so, actually popped the nipple component out. The customer then apparently thought that this was a requirement for cleaning the abh blades, and proceeded to break apart all remaining blades prior to cleaning. Interestingly ¿ they found bioburden inside the components after taking the components apart¿.